Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
Continued from health effect impact code: f2203.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease flat, an opening on posterior, and total delamination on plug strap disk shell. Leak test and microscopic analysis was performed which identified: a sharp opening on posterior, non-penetrating nick, and total delamination on plug strap disk shell. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as an unidentified (tear) opening. Total delamination on plug strap disk shell assessed as adhesive failure.